Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an additive issue was found during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "gel was found stuck at the sides of the sst tube."

Event description:
It was reported that an additive issue was found during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "gel was found stuck at the sides of the sst tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel on the outer side wall of the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that an additive issue was found during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "gel was found stuck at the sides of the sst tube."

Manufacturer narrative:
The following are the changes. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9144972; d.4. Medical device expiration date: 2020-11-30; h.4. Device manufacture date: 2019-05-24. D.4. Medical device lot #: 9141518; d.4. Medical device expiration date: 2020-11-30; h.4. Device manufacture date: 2019-05-21 h3 other text : see h.10.